Event description:
It was reported that the led lens cover of the tibial/pelvic tracker had broken into pieces during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
Device not yet returned for investigation.

Manufacturer narrative:
The reported event that an led was broken was confirmed through visual inspection. It is possible that rough or improper handling of the device contributed to this failure. The tracker was unable to be repaired and will not be returned to the customer.

Event description:
It was reported that the led lens cover of the tibial/pelvic tracker had broken into pieces during a routine maintenance check by a stryker field service technician. There was no patient involvement and no adverse consequences associated with the device.